Event description:
Customer called to report that the unicel dxc 800 synchron system generated erroneous glucose cartridge results for numerous patient results. The results were flagged within the laboratory and were not reported out of the laboratory; therefore, patient treatment was not affected. Although several attempts were made to obtain patient information and result data, customer did not provide any examples of erroneous results or any other information. The field service engineer (fse) inspected the instrument and found that the chemistry cartridge (cc) sample syringe would slip during movement, causing it to pick up erratic sample volumes. The fse then replaced the cc sample syringe. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).